Manufacturer narrative:
Lot number - 17m032, 17k034, 17a034. One single use device was received for evaluation. Visual inspection revealed that the cause of the leak was due to broken tubing at the solvent-bonded junction of the end cap. A portion of the broken tubing remained inside the solvent-bonded area of the end cap. The reported condition was verified. The cause of the broken tubing could not be determined. Photographs of two samples were also provided for evaluation. Visual inspection of the photographs revealed droplets of liquid on the outer surface of the housing, indicating that a leak had occurred for both devices. The location of the leaks could not be determined from the provided photographs. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) half day infusors were leaking from an unspecified location. Three of the events occurred during an unspecified process step, and one event occurred prior to patient use. Of the four events, one did not involve a patient, and patient involvement was unknown for the other three events. No additional information is available.